Event description:
The pt's device reportedly stopped functioning. In 2003, the pt was seen at the center for device eval. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with antoher clarion device.